Event description:
It was reported that during equipment testing conducted at the user facility, the drill overheated after having been in use continuously for 5 minutes, with a bur guard. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the driveshaft bearings, spindle housing and nose cone were found to be corroded. The friction caused by the corroded components is a possible cause of overheating.